Manufacturer narrative:
(B)(4). The reported field event of a failure to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone debris inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw. The device was tested on the bench and no anomalies were found. (B)(4).

Event description:
It was reported that during implant, loss of capture and high impedance were observed. The set screw was unable to be connected to the lead. The device was not implanted.